Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetes ketoacidosis and high blood glucose of 937 mg/dl. The customer was treated by intravenous fluids and insulin drip. The customer declined troubleshooting for high blood glucose. The customer was off the insulin pump prior to hospitalization for less than 48 hours. The insulin pump will not be returned for analysis.